Event description:
It was reported by the customer that upon a dialysis shunt declot procedure the device became kinked and the basket would not deploy; it also would not rotate. As a result, the device was removed intact. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.